Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use, as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in a heavily calcified proximal left anterior descending artery that did not have any tortuosity. A 4.0 x 12 mm xience xpedition stent was implanted in the lesion; however, a proximal edge dissection was noted during implantation. Therefore, a 4.0 x 8 mm xience xpedition stent was implanted to treat the dissection. The patient is stable. No additional information was provided.